Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that they will be meeting with the patient. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they have had new pain in their back since (B)(6) 2017. The patient stated that they had a CT scan in (B)(6) 2017 related to their degenerative disc disease, and their doctor discovered their lead wires have moved. The patient noted that their doctor is recommending that the patient meet with a local manufacturing representative for reprogramming adjustments, to see if they can get stimulation to where the patient is feeling new pain. They mentioned that they may need surgery to reposition the leads if reprogramming doesn't work. No further complications were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient will have a lead revision in the near future. The weight of the patient remains unknown. No further complications were reported.